Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was over 200 mg/dl then 400 mg/dl and current blood glucose was 86 mg/dl. The customer had a high blood glucose and also stated an infusion set was not delivering insulin, but there was no alarm. The customer does not allege pump was under delivering. The customer was treated with manual injections and was also bolused with the pump. The customer did not had the tube clamps to perform high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.